Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Evidence of excessive meal announcements was found. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia began approximately 3 hours after a 7-hour period of hyperglycemia with no insulin delivery in response to the insulin cartridge being empty. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was potentially caused by the correction insulin dosing delivered by the ilet when delivery was able to resume after 7 hours without insulin. However, minimal insulin was given by the ilet as cgm glucose began trending down about 30 minutes prior to the ilet's correction insulin dosing, indicating that the user may have taken a manual injection prior to resuming delivery from the ilet, resulting in excess insulin relative to their need.

Event description:
On 10/1/24 a beta bionics clinical diabetes specialist (cds) was made aware by a healthcare provider (hcp) that an ilet user experienced a low blood glucose (bg) event requiring hospitalization. The event occurred on 9/29/24. The hcp reported that the user had been hospitalized for a low bg level in the 50s mg/dl and was found unresponsive. An investigation into the ilet engineering logs revealed that insulin delivery was paused for several hours on (B)(6) 2024, likely due to the insulin running out, and there was no insulin delivered for 8 hours on (B)(6) 2024. The cds team requested further information and a training setup for the user to ensure proper infusion set changes. On 10/7/24, the beta bionics failure investigation team confirmed that insulin ran out around 10 am on (B)(6) 2024 and a supply change was not completed until after 5 pm. Additionally, the dexcom g6 continuous glucose monitor (cgm) sensor and transmitter expired on (B)(6) 2024 at 7:35 pm, which would prevent the ilet from dosing without a manual blood glucose entry. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.